Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The set was leaking on the leg with the filter where the female luer is bonded to the bionector.